Manufacturer narrative:
The replaced touchscreen part which experienced the device issue was returned to the philips product investigation lab (pil) for evaluation. The returned touchscreen flex circuit failed the required resistance testing. The high out of specification resistance results were determined to be the reason for the touchscreen misalignment and confirmed the touchscreen issue reported by the customer.

Manufacturer narrative:
The customer accepted a quote for onsite service labor and a replacement touchscreen. The field service engineer conducted the onsite repair. The touch screen was replaced and after corrective maintenance, the equipment was operational and met the manufacturer¿s specifications. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00049. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen does not work. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The customer stated that they have tried to calibrate the touchscreen, but it was not successful. The customer accepted a quote for onsite services and touchscreen replacement. The investigation is ongoing.